Event description:
It was reported that the patient feels that she falls more often with stimulation on. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the system was explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to uncomfortable stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.